Event description:
In 04/2004 the user facility informed the manufacturer's sales rep of the following: extravasation occurred with the pt after chemotherapy. During dye study it appeared to leak at stem.